Manufacturer narrative:
Block b3: exact date unknown, approximate event date since patient has had no pain relief over the last 2-3 years. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 7071827, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 7071979, UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent explantation of the ipg and leads due to lack of pain relief. Postoperatively, the patient is recovering without complications. The explanted devices will not be returned for analysis, as the medical facility does not release contaminated devices.